Event description:
It was reported that during a cystectomy/colectomy procedure, when activating the device, the physician assisting closed the jaws down, there was a click sound and the jaws no longer closed. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with tip the I blade broken and not returned. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged I blade. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. This was the cause of the click that was heard during usage. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.